Manufacturer narrative:
The device was returned for analysis. During the returned device analysis, the reported gripper lever actuation was not confirmed as no unusual resistance was noted while advancing the gripper lever. The clip cover was observed to be torn. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper lever) could not be determined. A cause for the observed torn clip cover could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the torn clip cover. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) (01024u169) was advanced, resistance was felt with the gripper lever when dropping the gripper arms. The leaflets were grasped without issue, mr was reduced to <1; but the clip was not implanted because the left ventricle (lv) was not responding due to the reduction of mr. The ejection fraction was very depressed <20%, the lv did not work with this new loading after clipping the valve. Therefore, the clip was removed. An xt clip was advanced, and the clip was placed without issue, again mr was reduced to <1. The clip was not implanted because the lv was not moving; the ejection fraction was very depressed. No clips were implanted. Mr remains at 4+. There were no adverse patient effects and no clinically significant delay during the procedure. Returned goods analysis identified the clip cover was torn (cds 01024u169). No additional information was provided.